Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit is not switching on. The unit was not in clinical use at the time, no patient user involvement or patient harm reported.

Manufacturer narrative:
Philips field service support manager confirmed the unit now passes all tests after replacing (B)(4) rp-power supply, v200/esprit,3.1g. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.